Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per the reporter, a fitbone trochanteric nail implanted on (B)(6) 2025, bent during treatment. A revision procedure was performed to remove the nail.